Event description:
A customer reported that the trocar valves were leaking during a vitreoretinal procedure. The procedure was completed without consequences or impact to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on (B)(4) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. A device history record review was conducted. One component lot was reprocessed for an anomaly that did not contribute to the customer complaint. No further anomalies were identified.. The product was released in accordance with all product acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates this is the thirteenth complaint and the thirteenth for leaking reported against the components of the reported lot. Two opened 23 gauge trocar cannula/hub assemblies were received for evaluation. The returned samples were inspected and the following visual results were determined: sample #2 was conforming and sample #1 was nonconforming (damaged septum). It is unknown how or when sample #1 became damaged because the sample was returned opened. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).